Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump failed. The customer stated that they do not have batteries in their insulin pump to troubleshoot the issue. The customer's blood glucose level was 20 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they will call back to troubleshoot when they leave the hospital. The customer did not provide any information about the hospital visit. The customer did not return the product back for analysis